Event description:
Fractured, retained guidewire. Neuro thrombectomy procedure. Very difficult case that required 10 passes/device activation with aspiration catheters to remove occlusion. The guidewire fractured after failed passes/device activation and remained in the l ica extended into the region of the left m1 origin. Unable to be retrieved despite multiple efforts/attempts at snaring. Measurement of retained fractured guidewire is approximately 10 cm. FDA safety report ID # (B)(4).